Event description:
Signs of loosening of the sl-plus mia stem (lucent line proximal site). Pain in the right hip, no trauma event. It has not been reported whether a revision surgery has taken place. Loosening of the sl-plus mia stem and pain on the left hip of the same patient is filed under (B)(4) (your ref. 9613369-2017-00030).